Manufacturer narrative:
Examination of the returned femoral stem cannot confirm the report. It should be noted, the referenced broach was not returned for examination. The device was found to be conforming to product identification underlay (B)(6) rev c. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported by the rep that the femur was prepped with broach which was 1m proud yet the real stem was 5mm proud. A mismatch between stem/broach is claimed by the surgeon. This caused a 15 minute delay to surgery.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).